Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken and bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7; -16.0/1.5/074 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced low vaulting and intraoperatively the lens was removed. This resolved the problem. The cause of the event was reported as unknown.